Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found that the complaint cannot be confirmed for leakage at the sheath hub because the returned sample did not leak anywhere along the sheath and no damage or deformities were found. The likely root cause for the deformed sheath tip was likely during insertion into the vasculature or during the use of concomitant devices.; therefore, this event is currently deemed a non-reportable event. One 7 fr ik sheath was returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the sheath or sheath hub. The sheath tip is deformed. The sample was subject to leak testing. For leak testing, the ik sheath distal end was connected to leak testing equipment providing constant air pressure at 4.3 psi to simulate low pressure leak testing. The device was pressurized and placed under a water bath to visualize bubble formation to test for the presence of a leak. The dilator was inserted to check for a leak at the cross-cut valve. The sample did not leak during the insertion of the dilator. The leak testing equipment was connected to the 3wsc to check for the presence of a leak at the sheath hub. No leaks were observed from the sheath or sheath hub. The complaint cannot be confirmed for leakage at the sheath hub because the returned sample did not leak anywhere along the sheath and no damage or deformities were found. The exact root cause cannot be determined. It is unknown the cause of the leak the user experienced. The sheath tip likely deformed during insertion into the vasculature or during the use of concomitant devices. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since the risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the involved ik device sheath began to leak blood from the sheath at the connection between the orange hub and the white sheath. Procedure was completed with this sheath. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative. The estimated blood loss was less than 250cc. Patient was in stable condition. There was not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.